Event description:
The hcp reported that the patient has been experiencing increased pain and a "shooting/burning sensation" in her left leg. The patient is unable to have an MRI due to spinal cord stimulator leads in situ. The patient is receiving morphine 65 mg/ml at an unknown dose. A CT scan is planned to rule out an inflammatory mass.